Event description:
It was reported, "rollator brakes are not working."

Manufacturer narrative:
It was reported, "rollator brakes are not working." It was also reported, "rollator rear wheels are worn down due to usage." No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to a serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.